Event description:
During baxter's functionality testing it was found that a spectrum pump alarmed close door. There was no pt involvement.

Manufacturer narrative:
MFR ref no (B)(4). During baxter's eval, the close door alarm was confirmed and was not reproduced. Eval determined the cause to be a missing upper hook switch. The upper auxiliary assembly, which contains the hook switch, was replaced.